Event description:
A materials manager reported that in two cases, the gas bubble did not expand. The customer has declined to provide further info. This report is for the second pt.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).